Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 9f size delivery system was used. During implant the right disc dilated and took on a bulbous shape. The device was removed from the patient and and an attempt was made to return the device to its original shape; however, it required some time in order to do so. Therefore, the device was replaced. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer talisman delivery sheath to treat a patent foramen ovale (pfo). During implant the right disc dilated and took on a bulbous shape. The device was removed from the patient and and an attempt was made to return the device to its original shape, however it required some time in order to do so. The decision was made to replace the device with a new 30-25mm amplatzer talisman pfo occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. There were no adverse effects to the patient. The patient status was stable.